Event description:
Pt had been placed on intermittent suction. At shift change blood was found in the suction tubing. The intermittent suction regulator was set at 140 mm/hg, not where it had been set. The pt was lavaged until no blood present. A new gastric tube was placed.